Event description:
Health care professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during onset of patient treatment. New disposables used to continue the treatment without incident. Dialyzer was used 11 times prior to the reported event. Hcp reports no injury or need for medical intervention.